Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps for nurse call off-on and oxygen low flow during testing. The service technician determined the gray foam had been reseated and the interface board was been replaced to address the issue. The device passed all the tests.